Event description:
A caller reported that the insulin gauge on their device displayed an amount different from what was expected, with the issue persisting for a long time and last occurring on (B)(6) 2026. There was no adverse impact to the customer's blood glucose level. To resolve the problem, the customer loaded a new cartridge, and customer technical support advised them to call back for troubleshooting if the issue recurred. Additionally, they arranged for a cartridge replacement.